Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and after the customer delivered a bolus, the insulin gauge remained static at 105 units. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate.